Event description:
It was reported to philips that the heartstart mrs defibrillator would not discharge and showed a shock equipment malfunction error. There was no patient involvement. There was no patient involvement.

Manufacturer narrative:
(B)(4).